Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 458 mg/dl. The customer was treated for high blood glucose with manual injection. The customer found cannula was bent. The customer was advised that bent or crimped cannula may interfere with the amount of insulin delivered. The customer was advised that this may have contributed to high blood glucose. The customer declined to continue troubleshooting. The customer was advised to change entire set, reservoir and insulin and treat. The customer is not able to chang out the entire set because he does not have the insulin vial. The customer will revert to back up plan for now.